Event description:
A peritoneal dialysis (pd) pt's spouse contacted technical services on (B)(6) 2015 requesting for assistance resuming setup of the pt's peritoneal dialysis machine, and stated the setup process was not completed the night prior as the pt reported not feeling well and did not complete treatment. The pt's spouse stated the pt was able to complete peritoneal dialysis treatment on (B)(6) 2015 but reported an onset of fever. The pt was taken to the emergency room (ER) and admitted on (B)(6) 2015 for fever and was diagnosed with acute peritonitis and sepsis, without allegation of device malfunction. Follow up was made with the pt's pd center nurse, who stated the pt's wife was the primary caregiver and did practice aseptic technique when assisting with peritoneal dialysis treatments. There were no reported fluid leaks during treatment prior to infection. The pt was discharged on an unk date and as of (B)(6) 2015, the pt's signs and symptoms of peritonitis resolved, and the pt continued continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue. Medical records were requested.

Manufacturer narrative:
This report is being submitted as part of a system level investigation into all concomitant products used at the time of the event. Based on the info provided, it is unk how the device may have caused or contributed to the event. The post marker surveillance dept has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the MFR for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.